Event description:
At 1st event: hickman line was being cared for per standard practice. Noted that line was ballooning while it was flushed, then the line cracked. Line was removed and replaced. At 2nd event: patient had hickman catheter in place. Bulge in one of the lumens noted when flushing. Line cared for per standard of practice. Line was removed and replaced. These events happened on 2 different patients.